Event description:
Device 1 of 2. Reference MFR report#: 1627487-2012-05848. The pt had two leads (from the same lot) for off-label use and three anchors (from the same lot). It was reported the pt had fallen. Afterwards, the pt no longer received stimulation. X-rays were taken and revealed both leads had migrated. During surgical intervention, one of the anchors was found to be open. Both leads were explanted and replaced along with two of the anchors. The dr electively explanted and replaced the ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.